Event description:
It was reported via repair work order that the tracks are worn and the left track has ridges ripped off, which can affect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.